Manufacturer narrative:
The device will be returned for evaluation. A follow-up report will be completed once the device evaluation and lot history record review are completed.

Event description:
On (B)(6), 2009, during a coblation of the conchae inferiores using a reflex ultra 45 with integrated cable wand, the tip was found to be missing at the end of the procedure. The surgeon believes, the tip fell into the surgical site and it was not retrieved. No further surgery will be performed to retrieve the tip. The patient is doing fine.